Event description:
On (B)(6), 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, a CT scan revealed aneurysm enlargement. On (B)(6), 2011, the pt underwent an add'l procedure. The physician ballooned the contralateral side, shot contrast, and no endoleaks were revealed. He then implanted a contralateral leg component on the ipsilateral side to address what was thought to be a distal type I endoleak. Upon flushing more contrast, a type ii endoleak was revealed. The physician left the type ii endoleak and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.